Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported difficulties were not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to the circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the armada 35 was used to dilate a non-tortuous, non-calcified, de novo lesion at the femoral artery. The armada 35 was inflated to 12 atmospheres for 2 minutes. At deflation, the balloon remained inflated and it was impossible to deflate. It was required to maintain a deflation for 15 to 20 minutes until the armada 35 could be deflated and extracted from the introducer sheath with resistance. The contrast ratio was 50/50. There was no consequence for the patient. Although there was a delay due to deflation, it was not clinically significant. No additional information was provided.